Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 10-may-2016:quality-safety evaluation:this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical complaint analysis concluded an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. A20064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2. Previously administered products included for paracervical block: carbiocaine on (B)(6) 2012; for pre-operative medication: motrin on (B)(6) 2012, valium and toradol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both tubal ostia were seen clearly. The number of expanded coils that appeared trailing into the uterine cavity was 4 and 10 in the opposite tube. The patient tolerated the procedure well, stating she had only mild cramps at most. She plans to use depo-provera as alternative form of contraception. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter; patient's demographic data; medical history; lab data; and essure treatment details (lot number, insertion date and procedure details). Company causality comment: this spontaneous case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number was received, a ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation,"), device dislocation ("migration,") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. A20064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2. Previously administered products included for paracervical block: carbiocaine on (B)(6) 2012; for pre-operative medication: motrin on (B)(6) 2012, valium and toradol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and tooth disorder ("dental issues"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, fatigue and tooth disorder outcome was unknown. The reporter considered device dislocation, fatigue, genital haemorrhage, tooth disorder and uterine perforation to be related to essure. The reporter commented: both tubal ostia were seen clearly. The number of expanded coils that appeared trailing into the uterine cavity was 4 and 10 in the opposite tube. The patient tolerated the procedure well, stating she had only mild cramps at most. She plans to use depo-provera as alternative form of contraception. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on (B)(6) 2012: negative. Most recent follow-up information incorporated above includes: on 1-nov-2017: events abnormal bleeding, perforation, migration, fatigue, dental issues, pain (symptoms) were added. Events ¿device removal and device complication¿ has been deleted. Suspect drug stop date added. Non drug treatment added to event migration as ¿ surgery to remove the essure implant¿. Reporters details updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. A20064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2. Previously administered products included for paracervical block: carbiocaine on (B)(6) 2012; for pre-operative medication: motrin on (B)(6) 2012, valium and toradol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both tubal ostia were seen clearly. The number of expanded coils that appeared trailing into the uterine cavity was 4 and 10 in the opposite tube. The patient tolerated the procedure well, stating she had only mild cramps at most. She plans to use depo-provera as alternative form of contraception. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.